Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr became stuck in the lesion and shaft was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 1.25mm rotalink¿ plus was selected for use. During first ablation, the speed dropped down to max7000 and on the second ablation, it dropped down to max20000 as well. The procedure was stopped and the device was attempted to be pulled out. It was noted that the burr was stuck on the lesion and only the shaft was pulled out. The shaft was detached. Since the rotawire was not detached, the burr was retrieved using a snare from the ipsilateral side. The procedure was completed with a different device. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with a rotawire and a snare device. The rotawire was fractured near the tip at the distal end. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. The advancer unit and burr unit were received attached together as a single unit with the advancer knob received tightened in a backward position. The advancer knob was received loosened in a forward position. The burr was detached and received on the distal portion of the detached rotawire and was able to be removed with some resistance due to the fractured end. The annulus of the burr was damaged, flared, and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use. The back/bottom of the burr was also received damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04619. It was reported that burr became stuck in the lesion and shaft was detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 1.25mm rotalink¿ plus was selected for use. During first ablation, the speed dropped down to max7000 and on the second ablation, it dropped down to max20000 as well. The procedure was stopped and the device was attempted to be pulled out. It was noted that the burr was stuck on the lesion and only the shaft was pulled out. The shaft was detached. Since the rotawire was not detached, the burr was retrieved using a snare from the ipsilateral side. The procedure was completed with a different device. No further patient complications were reported and the patient¿s status was stable.